Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
Customer contacted technical support (ts) stating that unit was found to have a dim display during performance verification testing (pvt). The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The user interface (ui) assembly was returned for failure investigation. The ui was tested, and the burn-out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.

Manufacturer narrative:
G4:11jan2021. B4:14jan2021. Multiple attempts have been made to contact the customer regarding repair, parts replaced, and the unit's current status has been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.